Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions was the result of lifted hybrid bond wires.

Event description:
The device was a routine explant, returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.